Event description:
During a breast biopsy as the customer was attempting to take a sample they noticed that the probe was not cutting. They removed the probe from the breast without any samples being retrieved. The cables and connections were checked and it was noticed that the dc adapter for the blue cable was broken off. The case was stopped and the patient was rescheduled to visit a surgeon for follow-up. The customer had no further information on the patient status. The device was returned for repair.